Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcated stent graft was implanted during an evar procedure for the treatment of a 49.2mm abdominal aortic aneurysm.  It was reported during the index procedure esbf3614c103ej was implanted in the right main body, touch-up was performed by adding a non mdt to the contralateral side and a non mdt stent to the ipsilateral side. The final contrast study demonstrated a clear type ia endoleak on the greater curvature of the left side. The physician attempted to place a non mdt extension but this stent could not be placed properly and the type ia endoleak persisted. The physician decided to end the procedure. As per the physician the cause of the type ia endoleak could not be determined. No additional clinical sequelae was provided and the patient is fine.